Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the power supply. Covidien was not authorized to service the device.